Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02248-1. Visual examination of the provided pictures identified humeral tray and bearing are still attached. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2023: single view right shoulder labeled initial postop demonstrates right reverse tsa with surgical skin staples and soft tissue air consistent with recent surgery. (B)(6) 2023: single view right shoulder labeled pre first revision demonstrates a reverse right tsa with inferior dislocation of the humeral component. (B)(6) 2023: single view right shoulder labeled post first revision demonstrates intact reverse right tsa (B)(6) 2023: single view right shoulder labeled post first revision demonstrates intact reverse right tsa. July 25, 2023: single view right shoulder labeled pre second revision demonstrates a reverse right tsa with inferior dislocation of the humeral component. (B)(6) 2023: single view right shoulder labeled post second revision demonstrates intact reverse right tsa. Right reverse tsa with subsequent twice inferior dislocation of the humeral component. No contributing factors seen for signs of loosening, wear, radiolucency, or malalignment that would cause issues with any of the components on the x-ray. No anatomical or implant deficiencies that would cause/contribute to the recurring instability and need for revision. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty eight (8) months ago and underwent a revision surgery three (3) months after the initial surgery due to instability. Subsequently, the patient was revised a second time due to reoccurring dislocation of the implants. The tray and bearing were exchanged.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02248. D10: medical products: item#: 110031428, +3mm thickness 40mm diameter bearing; lot#: 65592538. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested from the hospital but not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.